Manufacturer narrative:
The patient's meter was returned for investigation. The returned meter and masterlot strips were tested in comparison to a retention meter and masterlot strips. Human blood samples from warfarin donors were used. Donor 1 inr: 3.0 inr, donor 2 inr: 2.7 inr. Donor 1 hct: 58%, donor 2 hct: 58%. Testing results: donor 1: retention meter with masterlot strips: 3.0 inr, customer meter with masterlot strips: 3.0 inr. Donor 2: retention meter with masterlot strips: 2.7 inr, customer meter with masterlot strips: 2.7 inr. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned and the retention material meet the specifications.

Manufacturer narrative:
Unique identifier (UDI)#: (B)(4).

Event description:
The customer stated that they received questionable results for two patients tested with coaguchek xs pro meter serial number (B)(4). Of the two patients, one had an erroneous result from the meter. A sample from the patient was tested on the meter, resulting as 4.6 inr. Within 5 minutes, a sample was collected from the patient and tested in the laboratory using the dade innovin method, resulting as 3.5 inr. No adverse events were alleged to have occured with the patient. Based on the meter result, the patient was instructed to hold dosage for 1 day and to decrease his dose by 8%. The patient did not have any other treatment based on the meter result. The patient is in stable condition. The patient's therapeutic range is 2 - 3 inr. The patient's testing frequency is weekly. The patient is not anemic or polycythemic. The patient does not have antiphospholipid antibodies. The patient did not have symptoms of bleeding or bruising. The patient does not take heparin or direct thrombin inhibitors. The patient has not taken any new medications. The patient has had no changes in diet and did not have any special or unusual diet. The customer's product was requested for investigation and replacement product was sent to the customer. Relevant retention test strips (lot 286319) were tested in comparison with the current master lot. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention samples were acceptable.